Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited noise, oversensing, undersensing, loss of capture (loc) and low pacing impedance measurements less than 300 ohms. The patient was not pacemaker dependent. A lead fracture was suspected. A revision procedure was performed. The lead was surgically capped and abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.